Event description:
Additional information was received that provocative testing was performed and lead noise was reproduced. An x-ray was performed and a lead slack issue was observed, however no other anomalies are damage were seen. The device was reprogrammed to resolve the noise. The patient was in stable condition.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead damage was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.